Event description:
It was reported, the pt experienced ineffective stimulation and unintended abdominal stimulation. Multiple reprogramming sessions were unable to resolve the issues. The pt's scs system was explanted. The physician noted the lead was very easily removed from the epidural space.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.